Event description:
As reported by edwards field clinical specialist (fcs), before sizing of the balloon in the crimper during device preparation, the technician being trained inflated the delivery balloon with the atrion syringe in the unlocked position, and the balloon burst. There were no obvious defects in the balloon noticed during inspection or during the de-airing process. The balloon was filled multiple times during the de-airing process with no leaks or defects appreciated. The fcs believes that the technician may have pushed the atrion plunger excessively, potentially causing the balloon to burst.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The device was returned to edwards for evaluation in a used condition. Upon visual inspection, a longitudinal tear in the balloon was confirmed. No visual abnormalities were noticed along the length of the tear under magnification. A dimensional analysis revealed that all of the device¿s dimensions were within manufacturing specifications. A device history record (DHR) review did not reveal any issues that could have contributed to the reported complaint. Finished terminated samples from the affected lot number underwent balloon burst product verification testing and passed per manufacturing specifications. The complaint was confirmed for a balloon burst, but the evaluation revealed no indication that a manufacturing non-conformance was the cause of the reported complaint. During manufacturing, the balloon component is 100% visually inspected for defects, burst pressure tested on a sampling plan, and 100% dimensionally inspected. The balloon is also inflated to ensure proper size and inspected for mechanical damage. The delivery system is leak tested after the balloon is pleated and folded. These tests and inspections make it unlikely that a preexisting pin hole or defect on the balloon could have caused the rupture. Per complaint description, it is suspected that the atrion plunger was pushed excessively before the balloon was introduced into the sizing ring. It is not known the amount of fluid/pressure the balloon experienced during this inflation. The IFU and training manual both highlight inserting the balloon into the gauge before inflating, which mitigates against potential over inflation. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that the occurrence rate exceeds the april 2013 control limits for this failure mode. Therefore, no further corrective or preventive action is required.